Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient experienced elevated blood glucose levels 22 mmol/l with ketones one day the previous week. The reporter indicated that the patient took 8 units and their blood glucose level lowered to 17mmol/l. The patient's blood glucose was reportedly back to normal the next day. The patient did not want to troubleshoot the pump and indicated that they would call back if they had any issues. There is no additional information available. This report is being made based on the allegation that the patient experienced elevated blood glucose levels while using the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box history contained no data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.